Event description:
It was reported that high out of range pacing impedances and high thresholds were noted on this right ventricular (rv) lead. No noise or oversensing were observed or able to be enticed during isometric exercises. This patient was hospitalized pending lead replacement. No adverse patient effects were reported. Additional information was received, this rv lead was surgically capped and abandoned. A new rv lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances and high thresholds were noted on this right ventricular (rv) lead. No noise or oversensing were observed or able to be enticed during isometric exercises. This patient was hospitalized pending lead replacement. No adverse patient effects were reported.